Event description:
During failure investigation on this returned cpu board the failure investigation engineer noted an error code indicating blower temperature high occurrence.the failure investigation engineer reported there was no patient involvement.